Event description:
It was reported that during unpacking before a percutaneous coronary intervention (pci) the stent and balloon detached. When the taxus liberte stent was unpacked, balloon and stent came off the wire when the cover was removed. The device did not contact the patient. The procedure was completed with another device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).